Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
On (B)(6) 2017, it was reported by the customer's parent that the customer's insulin pump 's keypad was unresponsive. The back key was not working. The customer had been swimming on the day the keypad anomaly happened. The customer¿s blood glucose level was 32 mg/dl on (B)(6) 2017, and 40 mg/dl at the time of admission later that day. The customer was having a seizure. The customer was given gluco-juice and food, and the customer ended up getting admitted. The low was determined to have been triggered by a delayed reaction to non contact rugby that the customer had been playing earlier in the day, and a virus they had. Troubleshooting was not completed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was received with normal operating currents and no unexpected low battery alarm noted. Device passed the delivery accuracy test. Device was received with scratched case and minor scratched lcd window. All the buttons functioned properly. However, moisture damaged found on keypad traces. Keypad connector was fully locked.